Manufacturer narrative:
A2: age at time of event: 71 years old at the time of study enrollment.

Event description:
It was reported that thrombosis and occluded vessel occurred requiring intervention. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2024 as a part of the clinical trial. The target lesion #001 was in the right proximal superficial femoral artery with 5.8 mm proximal reference vessel diameter and 5.8 mm distal reference vessel diameter with 20 mm lesion length with 90% stenosis and was classified as tasc ii class b lesion. Prior to the treatment of target lesion with study device, pre-dilation was performed by using 6 mm x 200 mm armada pta balloon. Treatment of target lesion was performed by dilation using 6 mm x 200 mm ranger drug coated balloon study device. Post procedure, the final residual stenosis was noted to be 20%. The target lesion #002 was in the right mid superficial femoral artery, right distal superficial femoral artery extending up to right proximal popliteal artery with 5.5 mm proximal reference vessel diameter and 5.5 mm distal reference vessel diameter with 120 mm lesion length with 60% stenosis and was classified as tasc ii class b lesion. Treatment of target lesion was performed by dilation using 6 mm x 150 mm ranger drug coated balloon study device. Post procedure, the final residual stenosis was noted to be 15%. On the same day, the subject was discharged from the hospital on dual antiplatelet therapy. On (B)(6) 2024, it was noted that the subject was admitted to the hospital. On (B)(6) 2024, 158 days post index procedure, the subject was noted with symptoms related to thrombosis of right superficial femoral artery. In response to the event, the subject received medications. On the same day, right lower extremity angiogram revealed occlusion of superficial femoral artery in the region of proximal stent and disease of the superficial femoral artery distally with good recannulation in the distal sfa and excellent 3 vessel run-off to the foot. An occlusion noted in right proximal superficial femoral artery, right mid superficial femoral, right distal superficial femoral artery and right popliteal artery was treated by balloon angioplasty using two 6 x 200 mm ranger drug coated balloons, followed by placement of 6 mm x 50 mm non-boston scientific endoprosthesis stent in right proximal superficial artery which was post dilated using 6 mm x 40 mm ranger drug coated balloon. Subsequently, thrombus noted in right profunda femoris artery and right superficial femoral artery was treated by thrombectomy using penumbra indigo system aspiration catheter with restoration of both profunda and superficial femoral artery outflow distally. Post procedure, the final residual stenosis was noted to be 30%. The event was considered to be resolved and on the same day, the subject was discharged from the hospital. It was further reported that on (B)(6) 2024, the subject reported right lower extremity calf pain which was non-relenting with walking. Right ankle brachial index (abi) was noted to be 1.35 and right lower extremity arterial duplex revealed patent sfa stent with stenosis to popliteal and sfa. Subject also reported of stopping plavix for past one month. On (B)(6) 2024, subject was noted to have occluded right superficial femoral artery stent with diminished distal flow in the setting of profound claudication progressing to rest pain. On (B)(6) 2024, the event was considered to be resolved and on the same day, the subject was discharged from the hospital on low dose xarelto and aspirin.

Manufacturer narrative:
A2: age at time of event: 71 years old at the time of study enrollment.

Event description:
It was reported that thrombosis and occluded vessel occurred requiring intervention. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2024 as a part of the clinical trial. The target lesion #001 was in the right proximal superficial femoral artery with 5.8 mm proximal reference vessel diameter and 5.8 mm distal reference vessel diameter with 20 mm lesion length with 90% stenosis and was classified as tasc ii class b lesion. Prior to the treatment of target lesion with study device, pre-dilation was performed by using 6 mm x 200 mm armada pta balloon. Treatment of target lesion was performed by dilation using 6 mm x 200 mm ranger drug coated balloon study device. Post procedure, the final residual stenosis was noted to be 20%. The target lesion #002 was in the right mid superficial femoral artery, right distal superficial femoral artery extending up to right proximal popliteal artery with 5.5 mm proximal reference vessel diameter and 5.5 mm distal reference vessel diameter with 120 mm lesion length with 60% stenosis and was classified as tasc ii class b lesion. Treatment of target lesion was performed by dilation using 6 mm x 150 mm ranger drug coated balloon study device. Post procedure, the final residual stenosis was noted to be 15%. On the same day, the subject was discharged from the hospital on dual antiplatelet therapy. On (B)(6) 2024, it was noted that the subject was admitted to the hospital. On (B)(6) 2024, 158 days post index procedure, the subject was noted with symptoms related to thrombosis of right superficial femoral artery. In response to the event, the subject received medications. On the same day, right lower extremity angiogram revealed occlusion of superficial femoral artery in the region of proximal stent and disease of the superficial femoral artery distally with good recannulation in the distal sfa and excellent 3 vessel run-off to the foot. An occlusion noted in right proximal superficial femoral artery, right mid superficial femoral, right distal superficial femoral artery and right popliteal artery was treated by balloon angioplasty using two 6 x 200 mm ranger drug coated balloons, followed by placement of 6 mm x 50 mm non-boston scientific endoprosthesis stent in right proximal superficial artery which was post dilated using 6 mm x 40 mm ranger drug coated balloon. Subsequently, thrombus noted in right profunda femoris artery and right superficial femoral artery was treated by thrombectomy using penumbra indigo system aspiration catheter with restoration of both profunda and superficial femoral artery outflow distally. Post procedure, the final residual stenosis was noted to be 30%. The event was considered to be resolved and on the same day, the subject was discharged from the hospital.